Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure of the probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of probe having a cutting failure. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed nonconforming due to the needle being bent approximately 20 degrees. Cut testing was performed and deemed nonconforming. Actuation testing was performed and deemed nonconforming. The probe did not open or close fully. Aspiration testing was performed and deemed nonconforming. The probe was dissembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance was felt when removing the inner cutter from the needle. Gouge marks were present at bend area and down the entire length of the inner cutter. Tubing blockage was evaluated to view occlusion. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path. The sample was retested with syringe and no resistance was felt. Aspiration and actuation testing was retested with probe driver once the wire showed that the resistance was no longer present in the aspiration line and it was deemed conforming. The sample evaluation does confirm the probe had a cutting issue. The probe sample failed specification for all functional testing. The exact root cause of why the poor probe performance cannot be determined from this evaluation. A possible root cause as to why the probe sample failed actuation testing is due to the bent needle since when the probe sample was disassembled and the resistance was removed, the probe was able to actuate. The possible root cause of the bent needle is due to surgical use. The probe could not have been shipped in the condition the probe was received back for evaluation as the bent needle would not have been able to fit into its protective cap during the manufacturing process. A possible root cause for no aspiration is due to surgical material from use stuck in needle since after the blockage was removed, the probe was able to aspirate. A possible root cause for the cut test failure is a worn cutter due to use of the probe as the probe had been used for approximately 30 minutes of use compared to the typical vitrectomy portion of the procedure that is usually less than 20 minutes. (B)(4).